Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. It is unknown when the damage to the belt occurred. The device was able to monitor the patient until the electrode belt was disconnected. There is no indication that the damaged belt contributed to the patient death.

Event description:
A us distributor returned an electrode belt with a non-reportable patient death. There is no indication that the lifevest caused or contributed to the patient death as the patient was in asystole.